Manufacturer narrative:
The t:slim x2 user guide states, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 63 mg/dl, and the meter bg reading was 128 mg/dl. Reportedly, the customer did not enter bg values within 5 minutes of testing for calibrations. No additional patient or event information was available. Customer performed a calibration and cgm readings became accurate.